Event description:
As reported, the filter body of a 55 cm optease vena cava filter and introduction kit punctured the delivery sheath during advancement, preventing normal deployment. Resistance was encountered during delivery of the filter through the sheath. There was no reported patient injury. The event occurred during an inferior vena cava (ivc) filter implantation, and deployment was attempted. The indication for filter insertion was dvt, and another optease filter was used. Pre- and post-procedure imaging was completed. The vena cava was estimated to be 20 mm in diameter with normal morphology. There were no peri- or post-procedural complications, and no patient injury was reported. The delivery sheath used was the one included in the optease packaging. The filter was not in an acute or sharp bend after removal from the storage tube, and the delivery sheath did not kink during use. The product was stored, handled, and prepared in accordance with the IFU. The device was returned for evaluation.

Manufacturer narrative:
The device was returned for evaluation; however, the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the filter body of a 55 cm optease vena cava filter and introduction kit punctured the delivery sheath during advancement, preventing normal deployment. Resistance was encountered during delivery of the filter through the sheath. There was no reported patient injury. The event occurred during an inferior vena cava (ivc) filter implantation, and deployment was attempted. The indication for filter insertion was dvt, and another optease filter was used. Pre- and post-procedure imaging was completed. The vena cava was estimated to be 20 mm in diameter with normal morphology. There were no peri- or post-procedural complications, and no patient injury was reported. The delivery sheath used was the one included in the optease packaging. The filter was not in an acute or sharp bend after removal from the storage tube, and the delivery sheath did not kink during use. The product was stored, handled, and prepared in accordance with the IFU. A non-sterile optease vc filter ous, 55cm femoral only was received inside a clear plastic bag for evaluation. The shipment included the obturator, filter, brite tip sheath (bts) catheter sheath introducer (csi), and vessel dilator. The filter was positioned inside the bts csi, perforating the cannula approximately 16.5 cm from the distal tip, where a kinked condition was also observed. The vessel dilator and obturator showed no damage or anomalies. Dimensional analysis was conducted near the kinked area to verify the bts cannula¿s outer and inner diameters, and results were within specification. Functional analysis was performed to determine if any malfunction could be found. The bts csi was flushed with water, and no obstruction was observed. A lab sample winged storage tube was used to load and advance the filter through the bts csi with the obturator. Despite the perforation, the filter advanced and expanded as expected. Visual inspection under magnification revealed no damage to the filter barbs or other components, and the filter was fully expanded. The reported ¿filter-impeded-perforated sheath¿ was observed during the product evaluation. The information provided states the filter was not in an acute or sharp bend after removal from the storage tube, and the delivery sheath did not kink during use however, the product evaluation results suggest otherwise. The filter was positioned inside the bts csi, perforating the cannula approximately 16.5 cm from the distal tip, where a kinked condition was also observed. These findings suggest procedural factors may have contributed to the reported event. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent of making the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿if filter advancement is problematic when using a tortuous vessel approach, stop filter advancement prior to the curve. Advance the sheath introducer to negotiate the curve, then continue to advance the filter¿ based on the available information, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.